Manufacturer narrative:
Additional information was received indicating an x-ray was performed and no anomalies were noted. Attempts to recreate the oversensing were unsuccessful. The system continues to be monitored. An additional stored episode was observed with pauses in pacing. The cause of the episode was unable to be determined at this time. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead was oversensing atrial fibrillation. The oversensing of the atrial signals resulted in a 2.5 second pause on the right ventricular (rv) channel. Boston scientific technical services (ts) recommended an x-ray to check the lead position and programming options. No adverse patient effects were reported.